Event description:
It was reported that the user experienced a prolonged loss of continuous glucose monitor (cgm) connectivity due to wearing an expired sensor, which led the ilet system to display a dosing stops soon alert until a new cgm was paired and entered warmup. No reported adverse clinical effects. Outcomes included restoration of dosing capability after cgm replacement and anticipated clearance of the alert once sensor warmup completed. Investigation included customer care troubleshooting and education regarding cgm replacement, pairing, and post-warmup data display. Investigation of this case revealed that the dosing warning was consistent with device behavior when cgm data are unavailable, with no device malfunction identified and the condition attributed to use of an expired cgm sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-related use of an expired cgm resulting in loss of required input for automated dosing.